Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose was 51 mg/dl. Customer experiencing symptoms related to low blood glucose level was sweating. The customer was assisted with troubleshooting for low blood glucose. The customer was treated with food. Customer had not been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. The device will not be returned for analysis.